Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm adapter was defective / damaged. (B)(6) 2025, the nurse routinely performs venipuncture before the inspection found that the indwelling needle heparin cap at the obvious stains, immediately be replaced with intact indwelling needles, problematic indwelling needles photographed as medical waste disposal.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot#4016768. 1-this batch of products were assembled at intima ii auto line 2 in march 2024, and packaged at r240 package line in march 2024. Work order quantity was (B)(4). Ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample has been received for the complaint, but one photo is available, the photo shows that: stain is observed on the surface of prn 3. Check the retained samples of this batch, no contamination is found on the surface of prn. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As customer has no returned samples, the status and composition of the stains on the surface of the prn cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information provided.